Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) remote monitoring has disabled due to limited battery capacity and elective replacement indicator (eri) triggered. Technical services (ts) discussed a data discrepancy as the eri date was january 2000 and the remote monitoring disabled alert was two days ago. Patient is not a pacemaker dependent. The device was interrogated at the clinic and device longevity had more the five years remaining and the radio frequency (rf) telemetry had been disabled. A request was made to have data from this device analyzed. Engineers reviewed both the save disk file and memory dump which indicated device normal function and the battery status was accurate, further analysis will be performed by engineering to confirm reason for rf telemetry being disabled. As of this time, this crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) remote monitoring has disabled due to limited battery capacity and elective replacement indicator (eri) triggered. Technical services (ts) discussed a data discrepancy as the eri date was (B)(6) 2000 and the remote monitoring disabled alert was two days ago. Patient is not a pacemaker dependent. The device was interrogated at the clinic and device longevity had more the five years remaining and the radio frequency (rf) telemetry had been disabled. A request was made to have data from this device analyzed. Engineers reviewed both the save disk file and memory dump which indicated device normal function and the battery status was accurate, further analysis will be performed by engineering to confirm reason for rf telemetry being disabled. As of this time, this crt-p remains in service. No adverse patient effects were reported. Additional analysis from technical services (ts) indicated that this was a false positive explant indicator related to a software update. It was recommended to interrogate and or program this device using a wand, as wandless telemetry is no longer available with this device. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) remote monitoring has disabled due to limited battery capacity and elective replacement indicator (eri) triggered. Technical services (ts) discussed a data discrepancy as the eri date was (B)(6) 2000 and the remote monitoring disabled alert was two days ago. Patient is not a pacemaker dependent. The device was interrogated at the clinic and device longevity had more the five years remaining and the radio frequency (rf) telemetry had been disabled. A request was made to have data from this device analyzed. Engineers reviewed both the save disk file and memory dump which indicated device normal function and the battery status was accurate, further analysis will be performed by engineering to confirm reason for rf telemetry being disabled. As of this time, this crt-p remains in service. No adverse patient effects were reported. Additional analysis from technical services (ts) indicated that this was a false positive explant indicator related to a software update. It was recommended to interrogate and or program this device using a wand, as wandless telemetry is no longer available with this device. No adverse patient effects were reported.